Event description:
Reporter indicated that a vns patient experienced choking, gagging, and vomiting with stimulation, which led to the patient being admitted to a hospital due to dehydration. The reporter also indicated that the patient's seizures worsened with the stimulation. The patient then reportedly died a few weeks later due to respiratory failure. Previous correspondence with the treating neurologist revealed that the patient died of liver failure and death certificates states that the patient died due to respiratory failure, liver disease, and intractable seizures. The explanted generator and a portion of the lead were received from the funeral home. No anomalies were found with the generator as it performed according to specifications. The returned portion of the lead performed according to specifications. Good faith attempts for additional information have been successful to date.